Manufacturer narrative:
(B)(4). Additional information received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested however not received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Was the label with the information ¿sample for demonstration, prohibited sale, use in humans prohibited¿ on both devices (used and not used)? Were there any patient consequences? If so, was there any associated medical or surgical intervention? Is the device available to be returned for evaluation? If yes, what is the device return status? Note: events reported on mw# 2210968-2022-05108, mw# 2210968-2022-05109. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and topical skin adhesive was used. Packaging was labeled ¿sample for demonstration, prohibited sale, use in humans prohibited¿. A non-clinical sample for hands-on demonstration was used on patient. There were no reported adverse patient consequences.